Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) values; bg values were unable to be provided. Customer alleged leaking at the infusion site caused the low bg's, however tandem technical support was unable to determine the allegation. Customer drank juice to address low bg and reverted to an alternate pump for insulin therapy.